Event description:
It was reported that the patient with this right atrial (ra) lead experienced weakness and irregular heart rates. Also, this ra lead exhibited undersensing which resulted to inappropriate atrial pacing. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.